Manufacturer narrative:
Correction to the initial MDR should have been (B)(6) 2017. Additional information was received that the infection was not procedure related.

Event description:
A report was received that the patient had an infection at the pocket site. Symptoms of redness and swelling in the pocket area were noted. Antibiotics were prescribed. The patient underwent an ipg explant procedure and was only replaced when the infection was cleared up.

Manufacturer narrative:
Explanted date: 2017. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had an infection at the pocket site. Symptoms of redness and swelling in the pocket area were noted. Antibiotics were prescribed. The patient underwent an ipg explant procedure and was only replaced when the infection was cleared up.